Manufacturer narrative:
Device evaluation summary: mentor conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpp gel 325cc breast implant. Leak testing was performed in accordance with mentor's procedures. Findings revealed a tear on the anterior aspect, measuring approximately less than 0.1 cm. Additionally, no other leak sites were detected. Microscopic examination was performed on the edges of the tear, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Reason for device explant and/or reoperation: right rupture, and scar tissue; capsular contracture; baker grade ii. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 67-year-old caucasian female patient underwent revision breast augmentation with a 325cc mentor memorygel breast implant and experienced breast implant rupture, and area of scar tissue; capsular contracture; baker grade ii on her right side postoperatively. Rupture was confirmed with an MRI scan. As a result, the patient underwent right side explantation and replacement with catalog number 3501645; serial number (B)(4) on (B)(6) 2022. It was reported that the patient is fully recovered after the surgery.

Manufacturer narrative:
On november 18, 2022, mentor became aware that patient also experienced left side implant site calcification in addition to right side rupture, and scar tissue; capsular contracture; baker grade ii. This supplemental medwatch report is for the right side. Left side complication is being reported separately. Manufacturer¿s reference number: (B)(4).